Event description:
It was reported that the patient's implantable cardioverter defibrillator failed to pair to their merlin app due to a bluetooth issue. The patient was brought into clinic and programming changes were performed to re-establish bluetooth connectivity. There were no patient consequences.

Manufacturer narrative:
The reported event of inability to communicate via ble was confirmed. Based on the review of the information provided, it was confirmed that a memory corruption had occurred, resulting in the loss of ble connectivity.